Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there were 6 found without a stopper in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 11-feb-2025. Investigation summary: bd received two samples and two photos for investigation. The evaluation of both the photos and samples shows the stopper/cap assemblies with the missing stopper. Additionally, a total of 100 retained samples were visually inspected, and no missing stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there were 6 found without a stopper in the tube. No adverse impact was reported regarding the patient or user.